Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("pieces are still in uterus") and pain ("pain"). The patient was treated with surgery (removal surgery for essure). Essure was removed. At the time of the report, the device breakage, complication of device removal and pain outcome was unknown. The reporter considered complication of device removal, device breakage and pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media:- contraceptive device removal incomplete, device breakage, pain nos. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("pieces are still in uterus") and pain ("pain"). The patient was treated with surgery (removal surgery for essure). Essure was removed. At the time of the report, the device breakage, complication of device removal and pain outcome was unknown. The reporter considered complication of device removal, device breakage and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: quality-safety evaluation of ptc (product technical complaint). Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.